Event description:
On 12/9/97, when the nurse administrator was contacted regarding a previous complaint reported in august, the following info was rec'd. In 8/97, an incident of a loose header was detected when blood was entering the dialyzer. Saline was observed leaking from the header, treatment was stopped and blood returned to the pt. No pt injury or blood loss reported. Dialyzer was discarded.